Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that during surgery, the drill bit snapped in the tibia during drilling. The drill bit tip was left in the patient due to surgeon stating it would do more harm to retrieve it.